Manufacturer narrative:
Per the clinic, the patient was hospitalized and treated with oral and IV antibiotics for a few weeks (specific date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient developed a wound infection. The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.